Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture showed fluid droplets on the access line; however, the pictures did not identify the location of the leak or what caused the leak. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, solution was leaking and no alarm was triggered. There was no patient involvement. No additional information is available.